Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2008, the plaintiff was implanted with an ams apogee graft, "with the intention of treating her pelvic organ prolapse (pop)." It was alleged by the plaintiff's attorney that the plaintiff experienced "serious bodily injuries, including extreme pain, erosion of her internal tissues, recurrent prolapse, recurrent incontinence, pudendal neuralgia, pelvic floor myalgia, dyspareunia and other injuries." It was also alleged that the plaintiff "experienced significant mental and physical pain and suffering, experienced multiple surgeries and revisionary procedure, and she has sustained permanent injuries."